Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in switzerland. It was reported that the patient was hospitalized due to two infusion set cannula bent event leading to hyperglycemia with one at the beginning of (B)(6) and other on (B)(6) 2025.. The blood glucose level was 30 mmol/lat the time of event and patient also tested positive for ketones and had symptoms like vomiting and dizziness. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.